Manufacturer narrative:
The complaint of leaks cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history lot number review couldn't be performed due to the lot number for this complaint was unknown. Updated information in: d1, d2, d4, and g4. D4: only di provided as lot number is unknown.

Event description:
The event involved an unspecified tubing set, where it was reported the child's nurse discovered a leak during hygiene care due to a defect in the pre-assembled 5-way infusion line. The infusion and therapies were leaking at the connection on the manifold, which was factory-sealed during manufacturing. The defective infusion line was replaced with another pre-assembled line of the same reference. The child loss weight instead of gaining it (newborn). The leak must have started hours earlier. Infusion fluid was found under the mattress, which made the issue harder to detect. The incident took place at the neonatal intensive care department. There was patient involvement and unknown adverse event/human harm.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. No lot number has been provided so a device history lot review is unable to be performed. D4: no UDI available due to no list or lot number provided.